Event description:
It was reported that a remote transmission noted under sensing on a patient's pacemaker. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Correction: section b5, "under-sensing of fine amplitude atrial fibrillation (af) noted on the freeze capture" should have been mentioned in the b5. Section d10, medical product "isoflex optim" with therapy date "(B)(6) 2026" should have been added as concomitant medical products.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited under-sensing of fine amplitude atrial fibrillation (af) noted on the freeze capture. No interventions were performed and no patient consequences were reported.